Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called in to report moisture in the insulin pump under the display screen. Blood glucose reading at the time was 435 mg/dl. The customer stated that she had been low in the morning and experienced a seizure. The low was potentially caused by the customer over-delivering insulin the night before for high blood glucose. Troubleshooting was performed. Advised the customer that the insulin pump will be replaced. Nothing further reported.